Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("post essure coil syndrome with pelvic pain") and device dislocation ("essure coil migration") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic adhesions, ovarian cyst, myalgia, back pain, abdominal pain, obesity, heavy menstrual bleeding and anorexia in 2022. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and dyspareunia ("severe dysparunia"). The patient was treated with surgery (hysterosalpingectomy bilateral,cystourethroscopy,ureterolysis, adhesiolysis). The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.342 kg/sqm. [Pathology test] on (B)(6) 2022: specimens: a) - foreign object, left essure coil b) - foreign object, right essure coil c)- fallopian tube, leeft d) - fallopian tube, right final diagnosis: a. Right essure coil, removal: -- gross examination only b. Left essure coil, removal: essure coil for gross examination only -- attached fallopian tube soft tissue with no significant pathologic diagnosis c. Left fallopian tube, salpingectomy: -- no pathologic diagnosis d. Right fallopian tube, salpingectomy -- no pathologic diagnosis gross description: container 1 is labeled "left essure coil." The container holds a silver wire/thread measuring 17.0 cm in length by less than 0.1 cm in diameter. At the mid portion is a 1.5 cm area with a white covering. There is no tissue attached to the surface. Also received in the container is a coiled metal fragment measuring 2.0 cm in length by less than 0.1 cm in diameter. There is no tissue attached to the surface. No sections are submitted. The specimen is gross only. Container 2 is labeled "right essure coil foreign object." The container holds a silver coiled wire with attached pink-tan soft tissue on the surface. The device measures 2.6 cm in length and up to 0.3 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("post essure coil syndrome with pelvic pain") and device dislocation ("essure coil migration") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic adhesions, ovarian cyst, myalgia, back pain, abdominal pain, obesity, heavy menstrual bleeding and anorexia in 2022. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and dyspareunia ("severe dysparunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystourethroscopy, ureterolysis). The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.342 kg/sqm. [Pathology test] on (B)(6) 2022: specimens: a) - foreign object, left essure coil. Foreign object, right essure coil. Fallopian tube, leeft fallopian tube, right. Final diagnosis: right essure coil, removal: gross examination only. Left essure coil, removal: essure coil for gross examination only: attached fallopian tube soft tissue with no significant pathologic diagnosis. Left fallopian tube, salpingectomy: no pathologic diagnosis. Right fallopian tube, salpingectomy: no pathologic diagnosis. Gross description: container 1 is labeled "left essure coil" the container holds a silver wire/thread measuring 17.0 cm in length by less than 0.1 cm in diameter. At the mid portion is a 1.5 cm area with a white covering. There is no tissue attached to the surface. Also received in the container is a coiled metal fragment measuring 2.0 cm in length by less than 0.1 cm in diameter. There is no tissue attached to the surface. No sections are submitted. The specimen is gross only. Container 2 is labeled "right essure coil foreign object." The container holds a silver coiled wire with attached pink-tan soft tissue on the surface. The device measures 2.6 cm in length and up to 0.3 cm in diameter. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: event medical device removal was updated to pelvic pain and device migration. Reporter and patient information, medical history, lab data, indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3520 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3520 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.